Manufacturer narrative:
A ge service rep performed an on-site investigation. The interconnect cable was reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of pt injury associated with this event.